Event description:
Per co rep, the pt was under full sedation. During the procedure, the physician could not fire any of the bands. A competitor's device was used to complete the procedure. It took approximately 3-4 minutes to change devices.